Event description:
While deploying the stent, half of the stent was deployed before it broke off. The md was able to stent over the piece that remained, and the patient was not harmed. Manufacturer response for stent system, biomimics 3dvascular stent system 7 mm x 113 cm (per site reporter), unknown.